Event description:
The patient contacted animas on (B)(6) 2013 reporting that for the past six months the ok, up and down buttons were intermittently unresponsive. The patient reported that the rubber on contrast button has fallen off and there was a tear on the up button. The patient stated that the button unresponsiveness happened prior to the tear. The patient stated there was no moisture present but corrosion is present inside battery compartment. The patient reportedly wore the pump attached to a belt and cleans the pump with a damp cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.